Event description:
It was reported that during a routine device replacement procedure, the atrial lead exhibited noise, oversensing, and low impedances. A tear was noted on the insulation just past the connector sleeve that went all around the lead. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.